Event description:
The manufacturing has changed/improved the criteria for making MDR decisions regarding the nerve integrity monitoring (nim) system, per discussion with osb. When information suggests that the nim equipment had the potential to not stimulate to affect electromyography (emg), or to detect emg, this retrospective review (without the benefit of additional information) assumes that the failure was device-related and may have gone undetected: a customer returned a [nim-response 3.0 nerve monitoring system, which includes the patient interface, the muting detector probe and the nim 2.0 mainframe,] for evaluation/repair commenting: "no stimulation response." No patient injury or involvement was reported. The customer did not return the product for testing, but reported that their biomed department found the fuse in the patient interface blown. Blown fuses have the potential to go undetected and although the nim system has built in alarms, both visual and audible, to alert users to conditions which prevent proper monitoring, it is unclear if any such warnings were identified in this reported event. There was no further information available.

Manufacturer narrative:
Evaluation summary: the customer reported that the system would not be sent for evaluation. They also reported that their bio-med department found the fuse blown in the patient interface and "it appears the fuse was the reason for the no stimulation response." They reported that after the fuse was changed the device was functional. Method: devices not returned. Conclusions: no evaluation will be performed. This nim-response monitoring system, which included the patient interface and a mainframe, was not returned and as these devices cannot operate independently of each other, they are being reported as a system. The patient interface serves as a junction for electrodes and cables between the patient and the mainframe. The mainframe on the other hand has built in audio and visual warnings to alert the user of a system failure. A muting probe was also not returned, but unlike the interface and mainframe, it is not essential to the functionality of the nim system, and does not have the potential to cause a false negative. When information suggests that the nim equipment had the potential to not stimulate to affect electromyography (emg), or to detect emg, it is assumed that the failure was device-related and may have gone undetected. In this case, there is no information to suggest an event could not be interpreted falsely - the report is inconclusive as to the cause of field observation. Therefore, without information to reasonably suggest serious injury, or that medical intervention was required to preclude serious injury, we are filing this report as a product problem. This product was being used for treatment, not diagnosis. The nim system is intended for locating and identifying cranial and peripheral motor and mixed motor-sensory nerves during surgery, including spinal cord and spinal nerve roots. If the system fails to perform as intended, (effect or detect electromyographic (emg) activity) it presents the potential for temporary or permanent damage to the nerve that is present. There are many non-device related issues that can cause the nim to indicate no stimulation occurred or no electrical response was received/detected from the muscle: use of paralytic anesthesia agents, tissues were too dry, the nerve was fatigued by overstimulation. In addition, safe stimulus levels are dependent upon various conditions including but not limited to: type of excitable tissue, charge per pulse, charge per unit area, waveform morphology, repetition rate and stimulator effective surface area. When such situations occur, the surgeon can also falsely misinterpret that a nerve is not present. The nim system has built in alarms and warnings to alert users of a system failure. At this time we are unable to confirm whether the customer was aware of such alerts. This reported event has no reference to an alarm or warning , therefore, it must be assumed that an alarm or warning went undetected or did not occur. Without return of the device, it cannot be determined whether or not it failed to meet specification. The relationship of the device to the reported incident is unclear. Nothing has been returned to the manufacturer for evaluation - neither the device in question, applicable imaging films, nor medical records. The report is inconclusive as to the cause of the reported product problem. Attempts to obtain additional information from the customer have been unproductive.